Event description:
It was reported that the implantable neurostimulator (ins), leads, and the extensions were explanted on 2013 (B)(6) because the patient had a ¿(B)(6) infection¿ and had ¿isolated skin flora.¿ it was stated that the patient¿s healthcare provider had done an ¿incision and drainage of complex post-operative cranial wound.¿ it was noted that the device was not the cause of the event and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va0apd4, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0apd4, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID neu_stimloc_acc lot# unknown; product type accessory. (B)(4). Analysis of the implantable neurostimulator (ins), serial# (B)(4), found no significant anomaly. Analysis of the extension, serial# (B)(4), found that the body had been cut through, causing the product to become segmented. Analysis of the extension, serial# (B)(4), found that the conductor on the body had broken within 10cm of the connector area. Analysis of the lead, lot# va0apd4, found that the body had been cut through, causing the product to become segmented. Analysis of the lead, lot# va0apd4, found that the body had been cut through, causing the product to become segmented. Analysis of the unknown stimloc accessory found no anomaly.